Manufacturer narrative:
The explanted product was returned; however, was not analyzed as analysis testing cannot test for a patient infection. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacing system had twiddler's syndrome. During the lead revision procedure, the device was found standing on the end and yellow fluid was found in the pocket. The entire pacing system was explanted due to a possible infection. An infection was not confirmed as the atrial lead was sent to the hospital's lab for a culture and nothing was found. The patient's white blood cell count was normal, there was no sign of a fever or a skin problem. A new pacing system was implanted on the right side three days later. No adverse patient effects were reported.